Event description:
Customer complains of flagged above assay range falsely elevated hb1c results which require a frequent number of sample dilutions to be performed on patient samples. The sample are re-run after dilution and lower results are obtained and reported. It is unknown if any flagged results were reported. The account was also found during the complaint investigation to have not properly entered lot specific scalers for the lot in question . Properly inputting the lot specific scalers reduced the incidence of above assay range flags. It is unknown if patient treatment was altered or prescribed on the basis of the initially flagged above assay range results. There was no report of adverse health consequences as a result of the initially flagged above assay range results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension hb1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hb1c flex reagent cartridge (df105a) was issued in april 2013 to impacted customers. The communication (B)(4) instructed customers to immediately discard any remaining inventory of the affected lots of dimension hb1c (df105a). Siemens provided a lot number for lots beyond which the issue was corrected. User error may also have contributed to the high frequency of above assay range flags. During the investigation of the complaint, it became evident that incorrect lot specific scalers had been in use. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature was communicated to customers with the launch of hb1c (df105a) in the hb1c kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction in august 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot.